Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user called because the device had powered off and required assistance to turn it back on; the agent guided the user to successfully power the device and provided education after the user disclosed a missed meal announcement preceding a blood glucose of 340 mg/dl following a large bagel with cream cheese. Symptoms included thirst and stomach pain. Outcomes included transient hyperglycemia lasting a couple of hours without ketone testing, backup therapy, professional medical intervention, or hospitalization. Investigation included troubleshooting with the user and scheduling additional training. Investigation of this case revealed user error related to a missed meal announcement, with the device functioning as designed once restarted. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement and use error requiring further training.